Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm maryland bipolar forceps instrument exhibited sparking. The procedure was completing as planned with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument experienced arcing, which resulted in charring on the yellow cover. The specific surgical task being performed at the time is unknown. Other instruments in use included synchroseal and fenestrated bipolar forceps. The procedure used a third-party generator (erbe vio3) with settings cut: 5 and coag: 8. The patient did not return with any post-surgical complications. The surgeon believes the arcing was caused by the use of the vio3 generator. No photos or videos are available.

Manufacturer narrative:
The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.